Manufacturer narrative:
The stent was moved partially distally on the balloon. Crimp impressions were visible on the exposed proximal balloon surface. Deformation was evident to the 23rd, 24th, 25th and 26th distal stent wraps with struts raised. The balloon had not been inflated. The distal shaft was torn starting from the guidewire entry port and extending 2.6cm distally through the inner and outer lumen. The inner and outer lumen material was jagged and uneven at the tear site. The distal shaft was kinked 12.7cm distal to the guidewire entry port. Slight deformation was evident to the distal tip. Resistance was felt loading 0.015 inch mandrel through the inner lumen. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to implant the resolute integrity rx stent in a patient's mid circumflex (cx) artery which had moderate tortuosity, calcification and 80% stenosis. No reported damage to packaging and no issues noted when removing device from hoop/tray. The device was inspected with no issues. Negative prep was not performed during prep. It was reported that during the procedure, negative pressure was pulled right before inflation, when the device was positioned at the lesion, and blood was noticed in the saline mixture (balloon leak). The device did not pass through a previously deployed stent nor was resistance encountered when advancing the device. Device was never implanted. No patient injury reported. The procedure was completed using a resolute 2.25 x 30mm rx stent.